Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, during a device change for normal elective replacement indicator (eri), the physician was cauterizing around the device, which was still attached to the lead. The patient then went into ventricular fibrillation (vf). There was some noise reversion noted with the vf and there was pacing into the vf. The patient was stabilized and the device was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.